Event description:
In 2000 during a treatment the filter clotted and an "access extremely negative" alarm was triggered. When the filter was changed and the treatment restarted the potassium of the pt was 6.8. During the next 24 hours, the potassium was decreasing, but after this time, it started to increase. The pt temperature was elevated, at 103 degrees (39.4 degrees celsius). The pt had a picture of disseminated intravascular coagulation, and a gastrointestinal bleed. Through the treatment, the pt systolic b/p was between 80 and 90. When the pt died (cardiac arrest) the potassium was 6.8. The physicians primary complaint was the prisma did not remove potassium fast enough.